Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Incomplete firing cycle, washer uncut. Additional information was requested and the following was obtained: reply from the surgeon: I think the tissue was just too thick. It in reality was probably "operator error" as we didn't see the window so it was just tightened as much as possible. Even so, I couldn't tighten the knob any more so it wouldn't mattered even if we saw the window but I might have readjusted it. Basically the stapler fired, cut, stapled but the staples didn't crimp. This is why I think the tissue was too thick (which it was) and/or I didn't get it tight enough. We completed the case the "old fashioned" way we did a mucosal resection and hand-sewed the anastomosis; it was it just for rectal mucosal prolapse. The analysis results found that the pph03 device arrived in good visual condition, without staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event described was not confirmed as the device function as intended and without any difficulties noted. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hemorrhoid procedure, the device misfired. The surgeon stated that she may have put too much tissue in the stapler. There were no patient consequences. Unknown how case was completed.